Event description:
It was reported that the patient with discomfort presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited extra cardiac stimulation. The lv lead was capped and replaced on 11sep2025. The patient was in stable condition.